Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable is damaged. The customer stated the connection between the usb port and the usb cable is loose. The pump is able to be successfully charged using a different cable. There was no impact to the customer's blood glucose level. A replacement cable was sent to the customer.